Event description:
It was reported that a patient under went an endometrial thermal ablation procedure in 2007. During the procedure, the catheter balloon leaked.

Manufacturer narrative:
Date sent to the FDA: 08/01/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.